Event description:
It was reported a package with break through hole on the tyvek was found during japan labeling process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.